Event description:
It was reported to bsc/target that during the procedure the gdc-18 guglielmi detachable coil came apart during retraction. The device was retrieved and another one was used. The condition of the patient was not affected by this event.